Event description:
It was reported that: "on july 15, 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention." Associated complaints 3006425876-2024-00812 and 3006425876-2024-00813.

Manufacturer narrative:
(B)(4). The customer provided one attachment with four photos for analysis; the photos circle white particulate observed within the guide wire assembly after removal from the arrow raulerson syringe (ars). This is supported by the customer report that "during the pulling process, white plastic debris were found to have been brought out from the syringe." Therefore, the customer report of foreign material within the device was confirmed. Manufacturing facility was consulted and they stated that the material might be from the ars valve, related to the ars valves leaking, but without sample, the source of the particulate cannot be confirmed at this time. However, due to the possibility that manufacturing contributed to this damage, a non-conformance has been initiated to further evaluate the issue. A device history record review was performed, and no relevant findings were identified. The customer report of a foreign material within the kit was confirmed through investigation of the customer photo. The photo displayed white particulate within the guide wire assembly after removal from the ars. The manufacturing facility was additionally consulted, and they stated that the particu late may originate from the valves. Therefore, based on the location of the particulate observed, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention."

Manufacturer narrative:
(B)(4). The customer provided one attachment with four photos for analysis. The photos circle white particulate observed within the guide wire assembly after removal from the arrow raulerson syringe (ars). This is supported by the customer report that "during the pulling process, white plastic debris were found to have been brought out from the syringe." The customer also returned one guide wire assembly and ars for analysis. Definite signs of use were observed on the guide wire body. White particulate was observed on the guide wire thumb guide, consistent with the photo received by the customer. Minor bending of the guide wire was additionally observed, which is likely correlated with the reported defect of foreign material and repeated advancement/retracting of the guide wire through the syringe valves. The overall length of the guide wire measured 680mm which is not within the specification limits of 596-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.85mm which is not within the specification limits of 0.788 - 0.826mm per the guide wire product drawing. Therefore, due to the discrepancy, it was determined that either the incorrect guide wire was returned or incorrect material was reported. The guide wire and ars were functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle.". The guide wire was advanced through the ars multiple times and little to no resistance was experienced. Manufacturing was consulted and they stated that, based on the customer photo, the material is potentially from the ars valve. Due to the possibility that manufacturing contributed to this damage, a non-conformance has been initiated to further evaluate the issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a foreign material within the kit was confirmed through investigation of the customer photo and returned sample. The photo displayed white particulate within the guide wire assembly after removal from the ars. The manufacturing facility was additionally consulted, and they stated that the particulate may originate from the valves. Visual analysis of the returned guide wire assembly additionally revealed white particulate. A dimensional discrepancy was discovered between the returned guide wire and reported material. Despite the discrepancy, particulate was confirmed within the returned components, and thus manufacturing likely caused or contributed to this event. The manufacturing facility further evaluated the sample via a non-conformance. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention." Associated complaints 3006425876-2024-00812 and 3006425876-2024-00813.